Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system single port there was an issue with leakage. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd nexiva closed IV catheter system single port there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Received a 22ga nexiva catheter-adapter extension set attached to a miscellaneous connector. The unit was wrapped up on bandages and surgical tape. The lot number associated with this complaint is unknown, therefore DHR review could not be reviewed. Visual/microscopic evaluation: during the attempt to remove the connector that was attached to the straight adapter, resistance was felt. Damage on the outer thread of the straight adapter could be seen through the connector removal of the connector was difficult and force had to be applied, upon removing it; the damage the damage on the thread of the adapter was confirmed water-leak test: the water-leak test was performed by connecting a lab provided slip luer to the straight adapter, the unit did not leak on any of its areas. Then, connected a lab provided q-syte unit to the luer of the adapter (resistance was felt) and again, no leakage occurred. The peura (end user risk analysis) shows that with limited severity and occasional occurrence, the risk to the end user is acceptable. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.